Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused the patient to have stomach cancer. The patient underwent radiation therapy in response to the reported event which compromised patient's immune system resulting in patient's death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a device's sound abatement foam allegedly became degraded and caused the patient to have stomach cancer. The patient underwent radiation therapy in response to the reported event which compromised patient's immune system resulting in patient's death. The manufacturer previously did not include the voluntary medwatch report reference number mw5106166 in the initial report. Section e4 was incorreclty reported. See section e4 for updated information.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received a voluntary medwatch (mw5106166) in which it was reported a device's sound abatement foam allegedly became degraded and caused the patient to have stomach cancer. The patient underwent radiation therapy in response to the reported event which compromised patient's immune system resulting in patient's death. The reported event was reviewed by clinical expert and assesed as serious injury but based on available information the event is assessed as not related to the device repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 has been updated in this report.